Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right colon resection, the staple line of the device is incomplete, the staple line was fixed by sewing, while another device was used to complete the case.